Event description:
A medtronic representative reported an alleged 1 inch inaccuracy when using the pedicle probe to insert the second screw in a spine surgery. The surgeon used 2d fluoro to place the second screw. The same probe was reported as being accurate when completing a third screw. The surgeon continued use of the system throughout the procedure, with no impact on the patient outcome.

Manufacturer narrative:
The device has not been returned to the manufacturer.